Event description:
Balloon rupture reported. A patient had a pulmonary artery catheter inserted. When the nurse attempted to wedge the balloon "she felt the balloon rupture" and it was removed. The balloon was observed to be intact was it was removed. The catheter was replaced without patient harm or injury. No patient harm was reported due to the incident. The patient was admitted to sicu on 5/17, and discharged from sicu on 5/20.